Event description:
It was reported by the customer that at the beginning of a mandibular cyst procedure, the bur bent and caused a burn to the patient's lip. It was confirmed by the customer that the bur and bur guard were not loaded onto the handpiece correctly; the tech did not do the recommended "twist-check" to verify the bur and bur guard were loaded correctly. No other information was provided about the patient's burn or treatment provided.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted. Based on the customer reporting of the event, the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.